Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported due to the overdischarge, por, and leads being out of range the consumer experienced a loss of appropriate paresthesia to help with their pain. The cause of the leads being oor wasn¿t determined but no surgical intervention was planned. Due to the leads being oor reprogramming was performed using electrodes that were in range resulting in the consumer being pleased with stimulation coverage and pain relief which was confirmed by the physician. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative (rep) reported that the patient lost their recharger and programmer to being evicted and not being able to get back in. They were sent a loaner and when they attempted to use their loaner equipment, they noticed there was no response from the equipment. The rep met with them on (B)(6) 2017 to troubleshoot and it was discovered that they had not charged for a couple of months. It was reported that the patient failed to keep their stimulator charged and they let it go into overdischarge. A physician mode recharger (pmr) was performed. The patient then contacted them on (B)(6) 2017 and another rep met them to clear their power on reset (por). Upon successfully performing the por with a code of 0x8, the rep performed an impedance check. It seemed that one of their subcutaneous leads were out of range (oor) when tested. Reprogramming allowed to get the patient's stimulation where it needed to be and the patient would notify if it changed. The issue was resolved at the time of the report. No surgical intervention occurred. Relevant medical history includes spinal pain. No further patient complications have been reported as a result of this event.